Event description:
Customer reported a no delivery alarm during manual prime. Advised customer in clearing the alarm. Customer states that physical damage to the insulin pump is crack on the upper right hand corner of the screen. The blood glucose reading is 123 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).